Event description:
It was reported that a leak occurred and an error message displayed. An ekosonic catheter was selected for use in a unilateral pulmonary embolism procedure. During the procedure, a significant fluid leak occurred at the hub of the device. Additionally, the control unit displayed an e322 alarm indicating all thermocouples invalid. At this time, treatment had been running over 29 hours. The physician turned off the coolant to see if the fluid leak was saline or thrombolytic (tpa). The leak was confirmed to be tpa as the leak continued after the saline coolant was turned off. The physician stated the catheter would be removed. No patient complications were reported.